Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration and slda appear to be related to a combination of challenging patient anatomy and procedural conditions (movement due to ventilation). The reported difficult clip deployment appears to be related to procedural conditions (movement due to ventilation). The reported poor imaging is related to challenging patient anatomy (rotated heart). The reported tr is a cascading event of the slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. It was noted imaging was challenging and the patient had a rotated heart. The clip was inserted, and grasping was performed. Tr reduction was not satisfactory, so the clip was repositioned. Grasping was successful and the clip was attempted to be deployed. However, during deployment, the clip tilted after retracting the actuator knob and the atraumatic tip got stuck inside the clip. The clip was still able to be deployed, but after deployment, it was observed the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr remained at a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.